Event description:
The manufacturer received information alleging an o2 regulation error occurred on a trilogy ev300 ventilator. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the error code was confirmed. An o2 prop stuck error code was also found in the device's error log. The service engineer replaced the oxygen blending module (obm) subassembly to resolve both the error codes.